Manufacturer narrative:
PMA 510k #p050017/s006. Device evaluation the zfv6-125-10-12.0 device of lot number c2011483 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation. On evaluation of the device the following was noted: visual inspection. Red safety tab not returned. Section of handle that attaches white connector cap to handle is broken off and in white connector cap. Stent returned separately and intact. Functional inspection. Device flushes with no issue. 0.035 inch wire guide passes through with no issue stent already deployed and returned separately. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label. There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. From the information received it is known that the stent was used in the cbd. This is not the intended area of use as specified in the IFU. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Clinical input has confirmed use in the cdb as off label. As the product has not been tested in this area, it is unknown how the device the perform or function. This unintended use in the cbd could have caused excess stress at the handle joint which could have resulted in the white connector cap and outer sheath separating from the handle. As per (B)(4)., rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint. Complaint is confirmed based on visual and/or functional inspection. Summary. According to the initial reporter, the sheath was damaged during stent placement.. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. An additional stent was placed in the same procedure to complete the treatment. (B)(4). Will capture the off label placement of this stent. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician attempted to deploy this stent in the cbd for which they are not intended. The IFU states that ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries". Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Using this device in the cbd may have caused the sheath damage due to excess stress at the handle joint. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 13-feb-2024.

Event description:
Sheath got damaged. Query reply :05thaug2023 "zfv6-125-10-12.0 lot:c2014958". Query reply 1. Are images of the device or procedure available? No. 2. At what stage of the procedure did the complaint occur? Stent placement. 3. Details of access sheath used (name, fr size, length)? 6 fr introducer. 4. What was the target location for the stent? Cbd. 5. Was the product inspected for kinks or damage before use? Yes. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes 8. Was pre-dilation performed ahead of placement of the stent? 9. Was post-dilation performed after the placement of the stent? 10. Details of the wire guide used (name, diameter, hyrdophyllic)? 0.035''teflon. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? 12. Was resistance encountered when advancing the wire guide to the target location? No. 13. Was resistance encountered when advancing the delivery system to the target location? No. 14. How did the physician deal with this resistance? 15. Was the approach ipsilateral or contralateral? 16. If contralateral, was the bifurcation angle steep? N/a, yes, no. 17. Did the tip of the delivery system cross the target location? Yes. 18. Was the delivery system tracked around a tight angle in the patient anatomy? No. 19. Was the delivery system damaged/kinked/twisted during deployment? No. 20. Was the handle pulled towards the hub during deployment? 21. Was the delivery system pushed during deployment? 22. Was the stent deployed smoothly / without resistance? 23. If no, please detail any difficulty experienced during deployment:. 24. What artery was the stent placed in? 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? 26. Did the patient have any pre-existing conditions? No. 27. If yes, please specify:. 28. Did the patient require any additional procedures as a result of this event? No. 29. What intervention (if any) was required? 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No. Please specify if yes.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.